Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.9, h.3, h.6 and h.11. Investigation: we received the collection bag and the leukocyte reduction filter (unit no. (B)(4)) on march 7, 2025, and conducted the following investigations. 2) investigation result of return set there were no blood aggregates in the residual blood in the collection bag and the inflow side of the filter. We rinsed the filter with normal saline and measured the flow rate. The flow rate was relatively slow at 15 ml/min. An airtightness test (i.e., leak test) was conducted on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. Aggregation was not observed in any filter media. We dyed the filter media with toluidine blue*2 for observation. We noticed that the first and second filter media from the inflow side of the filter were dyed dark. We used three sets of our retained samples of the lot number in question to measure the volume and concentration of the solution in the same manner as the release testing. We did not see any abnormalities, and the results conformed to our in-house standards. The product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put three bag sets in one blister tray by the operator (5) pack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are stacked, punched, and integrated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities occurred in any processes, and production was run in the usual manner. Root cause: regarding the lot number in question, we did not see any abnormalities in the manufacturing record, the testing and inspection record, or the retained samples. In the investigations stated above, we observed the first and second filter membranes were dyed dark; therefore, we infer the possibility of occlusion in the filter. When occlusion occurs in the filter, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. If the filter becomes occluded, it may simultaneously extend filtration time. Based on similar past cases, it is inferred that the component causing the occlusion in the filter is aggregated platelets. (Countermeasure) to reduce the risk of filter occlusion due to aggregated blood components, it would be appreciated if you could consider the following points. (1) invert the collection bag thoroughly again after blood collection to reduce the risk of forming blood aggregates. (2) disperse the blood components evenly before starting filtration to reduce the risk of blood flow obstruction.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit ID # (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: the set concerned was not returned for investigation. We investigated the following based on the information provided. The product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put three bag sets in one blister tray by the operator (5) pack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are stacked, punched, and integrated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities occurred in any processes, and production was run in the usual manner. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no abnormalities in all test items. The lot number conformed to our in-house specifications. Root cause: as mentioned above, abnormalities were not observed in the manufacturing process or the retained samples of the lot number concerned; therefore, we were not able to identify the cause of the multiple occurrences of the issue. Leukoreduction failures are commonly caused by the following factors: 1) analysis affected by blood properties of donors the following blood properties or blood conditions on blood collection may cause wbc count failures. For the details, please refer to the excerpt from the literature. Spurious counts and spurious results on wbc counts (spurious increase), platelet aggregates / large platelets, nucleated red blood cells, rbc resistant to lysis, immunoglobulin, lipids, microorganisms / bacterial aggregates, zandecki m, genevieve f, gerard j, godon a. Spurious counts and spurious results on haematology analyzers: a review. Part ii: white blood cells, red blood cells, hemoglobin, red cell indices and reticulocytes. International journal of laboratory hematology. 2007, 29, 21¿41, table 1. 2) pressure loaded on filter membranes where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: [caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood and clamp the blood-filled tubing before blood enters the filter. 3) filter occlusion caused by aggregation of blood components in the filter concerned, when aggregation caused by blood components such as white blood cells or platelets, there is a possibility of filter media clogging. When clogging occurs in the filter, blood may be filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) accelerates, and then a leukoreduction failure may occur. For the prevention of formation of blood aggregation, please invert the collection bag several times as soon as possible after blood collection to ensure that the blood and anticoagulant are well-mixed as well as before filtration to evenly disperse the separated blood components.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit ID#: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.